Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. (B)(4).

Event description:
An optometrist reported a patient experienced transient light sensitivity in the right eye approximately six weeks post lasik procedure. The patient's topical steroid dosage were increased. Additional information was received from site representative, which reported that the patient was advised to taper the dosage of steroids. No further information is expected.